Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found in back-up vvi mode upon interrogation. The device was successfully reprogrammed. There were no adverse consequences to the patient.